Event description:
On (B)(6) 2009, the pt was implanted with an scs sys. On (B)(6) 2010, it was reported that the pt had not charged in 3 months. The charger is unable to locate the ipg. The sales rep tried several other chargers and programmers, to no avail. The rep plans to meet with the pt and determine if the ipg is the reason for the loss of communication. It is unk if the ipg will be explanted at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.